Manufacturer narrative:
Follow-up submitted to correct date of event in section b3, implant date in section d6 and explant date in section d7. Updated section b4 for report submission date, g1-g2 for follow-up report submitter, g7 for report type and follow-up number, h2 for follow-up type.

Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.